Event description:
Please be advised that while investigating an event involving one of our products, (B)(6). Noted a potential adverse event regarding a non-(B)(6) product. Situation : at the time of performing a septal puncture, the wire entered a false lumen-like area of the septum when approaching the left atrium. Timing : one hour after the start of the procedure. How to complete the procedure : after performing a septal puncture again, the left atrium could be approached normally. Description of health hazard - the sheath and wire entered a false lumen of the septum. Physician assessment of the health problem - non-serious (moderate/minor) causal relationship with product - unknown the physician's opinions on the relationship between the event and the product (comments) there was no causal relationship. Were any abnormalities observed prior to use of the product? - none. Were any abnormalities observed during use of the product? - none. Ngen software version is ver:2.0.27.61. The sheath was agilis manufactured by abbott co. The complaint product(s) will not be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).